Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunction was found during device evaluation: battery consumption. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera pro video system center image is not displayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Correction to h10 of the initial report, additional information was provided by the user facility where the procedure was completed and the device was inspected prior to use however, no other information was available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a definitive root cause could not be determined. However, phenomenon may have occurred because the connector of the camera head was not sufficiently dry when it was connected to the otv-s7pro, causing a communication failure at the electrical contact point, which led to the malfunction. The following is included in the instructions for use (IFU): "the video connector, including the electrical contacts, should be sufficiently dry before connection. Wet connection may lead to malfunctions such as image disappearance or image flicker." Olympus will continue to monitor field performance for this device.